Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated, that the surgeon implanted, a 12.6mm vticmo 12.6 implantable collamer lens of diopter -10.5/0.5/107 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a longer length lens, due to low vault without rotation. The problem was resolved. The cause of the event was reported as unknown.